Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive within the navigation page in the cranial application software. Restarting the navigation system resolved the reported issue. It was reported that the system was started and left in the application software for eight hours. No additional information was provided. There was no patient present when this issue was identified.